Event description:
It was reported the patient presented remotely via merlin.net. Review of the transmission revealed the implantable cardioverter defibrillator (ICD) exhibited cross talk. Programming changes were implemented. The patient was in stable condition.